Event description:
The reporter contacted lifescan alleging that the subject meter read inaccurately higher than another meter. The reporter refused to provide any meter results. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.